Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose level was 158-160 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.